Event description:
During follow-up, a loss of capture due to left ventricular (lv) lead dislodgement was observed. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.